Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID vedr01 ipg, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that during a routine device change out procedure, it was noted that the right ventricular (rv) lead had frayed/damaged insulation. The lead was cut, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Visual inspection found outer insulation breached in-vivo/ environmental stress cracking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.